Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and post traumatic neuralgia. It was reported that the patient was seeing a warning por message on the controller and ins recharger. The ins depleted and the patient was in pain/could hardly walk. The patient was not able to turn the ins back on due to the por message. The patient was redirected to a managing physician. No further complications were reported.